Event description:
It was reported that the patient presented in the emergency room with intrinsic rate at 30 ppm. The pulse generator exhibiting backup vvi operation and no output. A telemetry anomaly was also noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal battery depletion.